Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated the controller has not been working for a long time. Patient said the controller fell off the table and pt states they were shocked all over the place when this occurred because the device was left on. Patient stated they called the representative but they were not any help. Patient also mentioned the recharger will not stay plugged in and keeps coming out of the device and does not even move. Patient mentioned they are sick off the unit. Asked if all 8 pins were straight and patient said they could not see and didn't look like anything was bent. Pt states the controller has gotten worse over time. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the controller device.